Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a thermal decomposition on inverter board and j2 connector cable located on rear of the front panel assembly. A known good inverter board and front panel assy was installed and the display became operational. Touch screen test passed. Voltage verification check passed. System air leak test passed. Pre-ast 15 mins 1000 ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report burning smell on the liberty select cycler. Issue occurred during unknown phase/cycle of dialysis. Patient did power on the cycler at time of call and said that the cycler has a burning smell. Patient powered off the cycler and unplug the power cord form the power and discontinue the use of this cycler. Screen brightness problem. Issue occurred last night. Occurred during treatment. Powered on the cycler and screen looks normal. Replaced cycler due to burning smell. At least one full treatment has been completed on current cycler. The fresenius technical support representative issue the cycler replacement. Patient will perform capd/manuals. Estimated time arrival (B)(6) 2026. Schedule pick up for (B)(6) 2026. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was not able to complete treatment on the cycler the day of the reporter event. Patient had to perform capd/manuals. Patient confirmed the cycler replacement has been received and has been able to continue with the treatment with no issues. Patient stated that she returned the old cycler to the clinic and her pdrn/nurse was going to returned the cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.